Event description:
The customer reported that the system's left monitor would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connection to the left monitor was repaired and associated items were replaced. The system was tested and found to be working as intended and put back into service.